Manufacturer narrative:
Other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the trial provided 50% relief of pain and was at t6-t8. It was reported that the patient was implanted with a percutaneous lead and did not have adequate coverage. The percutaneous leads placed did not reach t7-t8 level. Multiple attempts were made to advance the leads percutaneously to that level but it was difficulty due to epidural scarring. The patient had coverage only in the medial aspect of their left leg and not in the areas that they had pain. A revision was performed "with the addition of the lead" which failed to provide significant relief. "Given the presence of scarring and the possibility that their sweet spot was higher at t7-t8 level" the hcp felt that it was reasonable to consider revision of the scs to a paddle electrode. The hcp asked for a thoracic MRI to evaluate for any disc herniation prior to paddle placement. The patient's medical history included iron malabsorption ((B)(6) 2015), anemia, hypertension, hypercholesteremia,basal cell carcinoma (2003), and chronic low back and left leg pain. It was reported that the patient had a lumbar fusion in 2010 and a revision in 2014. According to records this is prior to the implant of the device. Review of prior lumbar MRI from 2015 showed prior l1-l5 laminectomy and fusion procedure with no significant areas of spinal stenosis or neural foraminal compromise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.